Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 425cc saline, catalog: 3501670, lot: 5771628. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent an unknown procedure with mentor smooth round moderate profile 425cc saline breast prostheses. Capsular contracture and ptosis were reported. As a result, the patient underwent removal and replacement with unknown breast prostheses during an unknown date.

Manufacturer narrative:
On 8/1/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).